Event description:
The customer reported that two error codes displayed on the system. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The unit was returned and was repaired for the loose screw issue. One of the two batteries was replaced due to a bent pin. The engineer performed calibration and self test. All functions were checked and met specification. (B)(4).